Event description:
It was reported that the patient was experiencing undesired stimulation from the ipg which described as jumping and shocking. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.